Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. The photograph was evaluated, and it was noted that the spike was missing the air-vent. Although the spike was observed to be missing, the reported defect was not confirmed to be due to the manufacturing process. Without the physical sample, a thorough investigation could not be performed at this time. Therefore, the root cause of the reported defect was not able to be determined during the time of testing. It should be noted that the air inlet filter is a press on joint in the spike and per the instruction for use (IFU), "vent cap should remain in the closed position unless infusing from a glass bottle." A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during therapy the rn double check for topotecan, the pump alarmed. After verifying all clamps were opened, they resumed infusion. When the alarm occurred again, both rns agreed to open the air vent on the drip chamber. Upon opening it, the entire vent housing came off, resulting in chemotherapy spilling onto the environment and onto the rn's hands.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.